Manufacturer narrative:
Other- hydrogen peroxide contact - the applicable hhe as well as existing shuma and fmea's, indicate the risk was below our action limits. The sterrad 100s user's guide indicates the following: only process items recommended per the user's guide - corrugated devices are contraindicated. Reference MDR#: 2084725-2009-00213.

Event description:
Customer alleged two healthcare workers were unloading processed corrugated tubes that appeared wet out of the sterrad chamber and got burned. One of the two healthcare workers touched the processed corrugated tube and got burned and, discoloration on his/her right index forefinger. He/she washed the area with running water. He/she did not see a doctor, and the contact site cleared within 30 minutes.